Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient indicated that the patient would be having surgery to fix "it." The date of the surgery is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33 lot# va1br8y, implanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable electrical stimulator device. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient programmer was broken and had never worked since they had the ins implanted. It was noted the patient programmer would not give them any of the sensations they were supposed to get. The patient was upset and refused to do any troubleshooting. It was noted this was an out of box failure. It was also reported that the therapy had never worked since implant and the patient¿s urinary incontinence had been twice as bad since the device was implanted. The leads were tested and one of the leads was not working and if the patient programmer replacement does not solve this issue, the patient would need to have surgery. It was noted that ¿we¿ thought the implant wasn¿t working and thought it had to do something with the patient programmer so the patient was told to contact the manufacturer for a replacement. The patient had an appointment with their healthcare provider (hcp) on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the surgery to fix their implanted system occurred two weeks prior to the reported. The issue was not completely resolved.